Event description:
Customer reported via phone call that the insulin pump has damage. Customer stated that the o ring came off from the reservoir compartment and the insulin pump alarmed no delivery. Customer's blood glucose value was 400 mg/dl; treated with manual injection. Customer had been experiencing high blood glucose since around (B)(6) 2015. Customer mentioned going to the emergency room due to high blood glucose on (B)(6) 2015. The customer was not admitted. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken reservoir tube lip, missing reservoir tube o ring, cracked reservoir tube window, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-53176.